Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was visible to the 18th distal stent wrap with a raised and stretched strut. There was slight damage to the distal tip of the device. The mandrel would not load through the inner lumen most likely due to hardened blood.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a patient's severely calcified and moderately tortuous lesion exhibiting 85-90% stenosis. No damage to device packaging and no issues removing the device from the hoop. The device was inspected and negative prep performed with no issues noted. The lesion was pre-dilated. During the procedure, a stent was implanted prior to attempting to deliver the resolute stent. It was reported that the stent was sent to pass through a previously deployed stent, but the stent became caught on the strut of the previously implanted stent in the distal lad. Therefore the stent damage occurred at the beginning of the process so the device was unable to pass through the previously deployed stent. It was reported that resistance was encountered when advancing the device and excessive force was used. The stent was replaced with another resolute integrity stent to complete the procedure. No patient injury reported. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.